Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n642967, product type: accessory.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable lead. It was reported that the rep anchored a 5-6-5 configuration lead and electrode 8-15 had high impedances. The rep disconnected and wiped off the lead and ran the impedance test again. The result was a high impedance again. The rep swapped tails and used a different lead and impedance was good. The lead had high impedance out of box. No symptoms reported.

Manufacturer narrative:
Refer to regulator report:3007566237-2016-04376 for additional product information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.